Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, during deployment of the valve, the physician had to use extreme force to inflate the balloon and when deflating the balloon it ¿came down¿ very slowly. Bav had been performed. When discussing with the physician he felt there was something impeding the inflation and deflation, believed to be kinking. The valve was successfully deployed in an 80:20 aortic position which resulted in none/trace pvl or cai. After the valve was deployed, the delivery system was tested on the back table and functioned properly. The patient was alive at the conclusion of the case. Additional information provided confirmed the approximate time of inflation/deflation was 20-30 sec each. Both the inflation device and stock will be returned to edwards for evaluation. The device was torqued during the procedure and the operator mentioned the flex indicator was down. A ratio of 85:15 contrast to saline was used in the inflation medium.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation.  Visual and functional analysis was performed.  Visual inspection revealed the inflation balloon was unpleated with no damages.  No twist or visual abnormalities were observed in the crimp balloon.  After device decontamination, functional testing was performed on the returned device to evaluate the inflation/deflation time.  The device was able to be de-aired without issues.  The inflation/deflation time was measured to be 9 seconds which met specifications.  No abnormalities were observed during inflation or deflation of the balloon.  This aligned with the observation reported by the event, which states ¿after the valve was deployed, the delivery system was tested on the back table and functioned properly.¿  there are no applicable measurements to be taken related to the complaint events. During manufacturing, the delivery system undergoes multiple 100% inspections.  The inflation balloon is 100% inspected for fish eyes, crow¿s feet, deformation, gel spots and contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements.  During manufacturing, the crimp balloon component was 100% inspected for balloon double wall thickness.  Also, under minimum 8x magnification the devices are inspected for defects and cosmetic appearance.  During manufacturing, the crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns.  During the manufacturing of the delivery system, the inflation balloon was 100% inspected for balloon size.  The balloon size is inspected before the pleating and folding process.  After pleating and folding is completed, the balloon is visually inspected for accept fold lines and rejected for distorted/pinched folds.  During manufacturing the balloon shaft to y-connector bond was inspected for gaps, leak channels, bubbles, and partial/no adhesive coverage.  The device underwent 100% final inspection by manufacturing and quality for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination.  The flex and balloon catheters were 100% leak tested.  After balloon catheter leak testing, the inflation balloon was inspected for damage.  In addition, each lot is required to undergo product verification testing using  samples.  All samples selected from each lot were visually inspected to ensure the devices were free of physical defects such as kinks, cracks, and loose or missing components, prior to functional testing. All samples were also tested to assure proper de-airing capabilities.  Furthermore, the balloon inflation/deflation time and inflation pressure were evaluated.  For the reported work order the total inflation/deflation met the upper tolerance limit (utl).  The inflation pressure was calculated and met the usl.  These instructions and inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.  A lot history review of the work order was performed and revealed no other complaints relating to ¿delivery system ¿ deflation difficulty-partial or slow,¿ or ¿delivery system ¿ inflation difficulty.¿ a review of complaint history from march 2017 to february 2018 for the edwards commander delivery system (all models and sizes) revealed one other returned complaint.  The complaint for ¿delivery system ¿ deflation difficulty, partial or slow¿ was confirmed. However, no potential manufacturing non-conformances were determined.  Available information suggested that patient and/or procedural factors may have contributed to the complaint event.  No labeling or IFU inadequacies were identified. No corrective or preventative action was required.  A review of the complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for the trend category of ¿inflation, deflation difficulty¿. A review of complaint history from march 2017 to february 2018 for the edwards commander delivery system (all models and sizes) revealed no other returned complaints.  The complaint that was found was confirmed through available imagery, but no manufacturing non-conformances were found in the returned sample.  Available information suggested that procedural factors contributed to the event.  No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed control limit for the applicable trend category.  Therefore, no corrective or preventative action was required.  A review of the complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for the trend category of ¿inflation, deflation difficulty.¿ review of 3mensio revealed that the patient had a calcified native annulus and a tortuous access vessel.  Cine of the valve being deployed was provided by the clinical site.  The flex tip was observed to be pulled back to the triple marker and the valve was positioned between the radiopaque markers prior to inflation of the balloon.  It took > 30 s in total to fully inflate and deflate the balloon.  The valve was deployed.  The instructions for use, device prepping manual and training manual were reviewed for information and instructions relating to the complaint events.  No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for ¿delivery system ¿ deflation difficulty-partial or slow¿ and ¿delivery system ¿ inflation difficulty¿ were confirmed based on review of the provided cine.  However, the delivery system was able to be inflated and deflated within the time specification.  Visual inspection and functional testing as well as a review of DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaints.  Additionally, per the complaint description, ¿after the valve was deployed, the delivery system was tested on the back table and functioned properly.¿  a review of manufacturing mitigations additionally supports that the delivery system has proper inspections in place to detect issues related to the reported events.  Per the complaint description, ¿the physician felt there was something impeding the inflation and deflation, believed to be kinking.¿  saline solution flow can be restricted by a bend in the balloon catheter as a bend can result in pinching of the catheter.  Additionally, a review of pre-op CT imagery revealed that tortuosity is present in the patient¿s access vessel.  Tortuosity can create a difficult entry path for the delivery system in which torquing the device may be necessary to reach the annulus.  It was noted that ¿the device was torqued during the procedure and the operator mentioned the flex indicator was down.¿ torquing the device can result in a bend in the balloon catheter and/or a twist in the crimp balloon.  A twist in the crimp balloon could have reduced the inner diameter of the balloon restricting the flow of the saline solution.  Although visual inspection did not reveal a bend in the delivery system, it is possible that a bend occurred during use but was not severe enough to cause permanent damage to the device. The same goes for the crimp balloon.  The balloon may have been twisted during use but became untwisted once taken out of the patient.  Available information suggests that patient/procedural factors (vessel tortuosity/torquing delivery system) contributed to the complaints. No potential manufacturing or IFU/labeling inadequacies were identified.  Available information suggests that patient/procedural factors (vessel tortuosity/torquing delivery system) contributed to the complaints.  Review of the complaint history revealed that the occurrence rates did not exceed the february 2018 control limits; therefore, no corrective or preventative action was required.